Event description:
It was reported that the patient was having difficulty charging the ipg due to it setting flat at the pocket. It was also noted that the patient was having discomfort due to anatomical location of the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. Nothing was explanted and patient was doing well post-operatively.

Manufacturer narrative:
Exact date unknown, event occurred after three post-operation based on the date the manufacturer became aware of the event.